Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the quick coupling device sounded something that was weird on the ratcheting. According to the report, the device was being used with a reciprocating saw attachment device, two attachment devices, saw device and two cutter devices. During in-house engineering evaluation, it was determined that the quick coupling device made a grinding noise when running, would not hold the smallest k-wire, made the k-wire vibrated when running, had worn components and damaged clamps. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.